Event description:
During palpation of the femoral condyle with the probe hook from arthroscopy kit no. 8, the tip broke off inside the joint. Use of an image intensifier in the operating room to locate the metallic fragment inside the joint. We were unable to retrieve the broken piece because it became lodged in an area that is difficult to access, with a risk of nerve injury and bleeding.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).